Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). Additional information: empty. The analysis results found that the el5ml device was received in good visual condition. Upon cycling, the instrument was noted to be empty and locked out. The device is designed to lock out when all the clips have been fired. Due to the condition of the device, no functional testing could be performed to evaluate the incident reported. No conclusion could be reached as to what may have caused the event reported. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Event description:
It was reported that during a laparoscopic chole procedure the clip was scissored and does not stay on the vessel. The clip was hanging on the vessel and did not fall into the patient. A second device was pulled to complete the procedure with no patient consequence.